Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a right knee revision procedure due to varus, valgus instability. The polyethylene bearing was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences have been reported.

Manufacturer narrative:
(B)(6). The device has not been returned for analysis, as its location is unknown. The reported event was unable to be confirmed and part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right knee revision procedure due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.